Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-mar-09. It was reported that on an unknown date, the patient was in the child ward due to increased spasticity. A dye contrast was attempted, but the contrast agent did not propagate but pooled around the pump subcutaneously. The catheter was replaced on (B)(6) 2021. The patient then suffered septic shock and multi-organ damage and was feverish since then, despite recovering. Fluctuation was noted on the revision wound and there was swelling in the patient's back. The patient also experienced further warming and a c-reactive protein (crp) blood test showed crp blood levels were at 32 mg/l. A CT scan of the body was performed. A contrast agent was injected into the cap and was visible along the catheter in the soft tissues of the back. However, the contrast agent was not visible intrathecally. The site of the leak or blockage was determined to be at the previously observed l4-level fluid collection in the soft t issues in the back. Cerebrospinal fluid was aspirated and placed in a bacterial culture, as was 35 ml of "turbid liquid" from the pump. After the CT imaging, 5 ml of contrast agent was injected into the cap for targeted imaging. The contrast agent spread around the proximal portion of the catheter, terminating at the previously identified l4 region soft-tissue fluid collection site. The process was repeated with another 5 ml of contrast agent and the agent spread from the same point. Another contrast study was attempted with an x-ray control. The catheter access port (cap) was punctured with a 21 gauge needle up to the metal resistor without any problems. However, they were only able to aspirate less than a milliliter of slightly-blood stained clear fluid. Upon injecting the contrast, no contrast agent entered the tubing but pooled into the subcutaneous plane at the top of the pump. No bacterial growth was noted in the culture samples however cell experiments showed erythrocytes at 5700, leukocytes at 660 (neutrophil weighted), protein levels at 10958 and glucose at 5.3. The patient had a persistent fever and was receiving broad-spectrum antibiotics. It was stated to be a clear foreign object infection. The pump and catheter were replaced and the pump and tubing were determined be intact. According to the surgical report, the catheter appeared intact and no significant blockages / deflections in the catheter were observed. The surfaces were "scraped" giving the impression of an inflammatory change. After cleansing, the spinal wound was closed in two layers, subcutaneously cross-knit for the first and then subcutaneous still sutured with a continuous suture for the second layer. The skin was closed with a continuous suture. The abdominal wound was then opened along the previous scar. The intracutaneous and subcutaneous sutures were removed. The pump was detached from the pocket and removed completely along with the pump. A sample of fluid from the wound was taken. It was noted that the fluid was abundant, yellowish and not clearly wet. "Coverage" removed with a bucket and rinsed with hydrogen peroxide rinse and a normal rinse. The patient was recovering well from organ damage caused by septic shock. The patient was also heat free and was receiving medication for spasticity treatment. It was noted that the patient's spasticity was "awkward and at the same time variable" throughout this period. The implant dates of the pump and catheter replaced on (B)(6) 2021 were provided. Drug information at the time of the event was also provided. The rep requested a pump off code, but noted that the pump was alarming due to a low reservoir on 2021-mar-04 and critically alarming due to an empty reservoir on 2021-mar-09.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter product ID neu _unknown_cath lot# explanted: (B)(6) 2021 product type catheter h6: annex b code b20 refers to product ID neu_unknown_cath, for which the customer refused return. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and analysis found no anomalies h3: the catheter was returned and analysis found no anomalies. The catheter was patent and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen via an implantable pump. On (B)(6) 2021, it was reported that the physician suspected that the pump is not working properly and therefore patient was having problems. It was unknown what diagnostic/troubleshooting measures were performed. The patient's pump and catheter were replaced on (B)(6) 2021. The issue was considered resolved at the time of the report, but the patient status at the time of the event was unknown.